Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.device not returned.

Event description:
It was reported that intermittent temperature alarms occurred while the customer was not outside of the labeled operating temperature range. Customer's blood glucose level was 198 mg/dl. Reportedly, the alarms occurred and the customer continued to use the pump for insulin therapy.